Event description:
The cardiologist attempted arteriotomy closure using a prostar xl 8 fr. Device. When deploying the device, an arterior and a posterior needle missed the barrel and deflected into the subcutaneous tissue. Needle backdown was unsuccessful. The physician pulled the device out and achieved closure with manual compression and femstop. The pt recovered without incident.